Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 524 mg/dl. The customer declined to perform troubleshooting. The customer stated the cannula of the infusion set was bent, which may have caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.